Manufacturer narrative:
(B)(4). Date of event - ni. Once the investigation has been completed, a follow up MDR will be submitted. This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2017-02290).

Event description:
It was reported patient dislocated approximately six years post-implantation. It is unknown if patient underwent treatment for the reported event. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Device was not returned for analysis; therefore, a product evaluation could not be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.